Event description:
Patient reported experiencing elevated blood glucose of >600 mg/dl due to having a sinus infection. Her normal blood glucose range is 140-160 mg/dl. Patient reported symptoms of felling thirsty, sluggish and having headaches. Patient addressed the elevated blood glucose by administering injections of humalog. Upon follow up, the patient stated that the basal rate adjustment helped to correct her high blood glucose readings. She stated that she is a nurse and her physician allows her to use her own judgment in adjusting her basal rates as needed. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
H6: codes: no products will be returned for evaluation.